Event description:
It was reported that a flo-gard infusion pump presented a close clamp alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. The alarm log review did not identify anything related to the reported problem. Visual inspection and functional testing were performed. Visual inspection revealed that the second pump¿s door did not have a magnet, determined to be the cause of the reported condition. The device also presented the close clamp alarm during functional testing. To correct the condition, a magnet was installed. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.